Event description:
It has been reported to philips that the system did not fully boot up. It kept resetting and monitors in the control room were distorted. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and verified that the system did not fully boot up. Upon examining the log file, fse concluded that the host-pc did not startup in the system. Upon troubleshooting fse found the cause is host pc motherboard failure, as a bmc failure message was observed during the boot-up of the host pc. The cause of the host pc failure could be determined by the supplier's part analysis and failure confirmed as dos-lan1-rb failed. To resolve the reported issue, the fse replaced the host pc and the hard disk spare parts. After replacing the host pc and hard disk spare parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.